Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the 4fr s/l groshong catheter did not contain depth markings was confirmed as manufacturing related. The catheter was returned with the stiffening stylet inlaid and was not assembled to the proximal connector. Residual material was not visible during gross visual examination. However, specks of orangish/red residual material were seen on the distal half of the catheter under microscopic examination. No depth markings were visible along the entire length of the catheter. Microscopic examination of the catheter shaft did not reveal any evidence of printed ink. Possible contributing factors include incorrect set-up of printing equipment, the print pad being damaged or not being clean, or movement of catheter during printing. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that there was no graduation with the product after its package was opened.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2213 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was no graduation with the product after its package was opened.